Event description:
It was reported that a spectrum pump constantly displayed the air in line message. It was also reported there was no pt injury.

Manufacturer narrative:
(B)(4). Baxter received and evaluated the device. The device was found ot of spec in relation to the reported symptom which was not reproduced. Review of the history log confirmed the occurrence of air in line alarms. The confirmed symptom was found to be caused by wide inscribed pin dimension on the upstream sensor. The upstream sensor was replaced to correct this condition.